Manufacturer narrative:
Demographic information was requested, however not received. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit by a bd representative, the biomed reported a device displayed a communication error. Although requested, no further information was received from the customer.